Event description:
The facility's clinical nurse manager reported to baxter (B)(4) that a flo-gard compatible blood set had a missing blue slide clamp. This condition was observed before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Device evaluation: an actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a missing slide clamp. Six retained samples available at the plant were also checked. The issue was not confirmed on the retained samples. The root cause of the reported condition was attributed to an operator error during the manual assembly process of the involved set. A batch review was performed on the reported lot with no deviations found.